Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of hospitalization for high blood glucose of 500mg/dl and diabetic ketoacidosis. The customer indicated that the pump was not delivering insulin. The call was disconnected and no further information was obtained.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. No bolus anomaly or basal anomaly noted during testing. Device had minor scratched display window and cracked reservoir tube lip.